Event description:
Removed implant #20 due to proximity of the nerve. Doctor implanted on (B) (6) 2008. Removed implant (B) (6) 2008. No other issues encountered. Removal successful. Doctor determined there's no relationship between the adverse event and the device. Dr. Indicates that it was his original placement within the proximity of the nerve that created the situation to remove the implant due to patient pain.

Manufacturer narrative:
Key assessment data, e.g. Placement of the implant within the proximity to the nerve, was provided by the clinician and was used in the documentation of this adverse event. Doctor determined there's no relationship between the adverse event and the device. Dr. Indicates it was his original placement within the proximity of the nerve that created the situation to remove the implant due to patient pain. Device history record files reviewed -- passed actual device involved was re-inspected for compliance to device specifications -- passed.